Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, dimensional testing, or imaging evaluation. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU provides guidance for potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include: valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis). No IFU/training deficiencies were identified. A complaint history review was performed on confirmed device complaints (returned and no product returned) and no manufacturing non-conformances were identified during the evaluation. Available information suggests patient factors (hyperlipidemia, chronic kidney disease, pre-existing comorbidities (ckd IV and cad), patient stopped anticoagulation medication) and/or procedural factors (valve strut facture) may have contributed to the reported event. A risk management documentation review was performed and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to position and deploy valve and post procedure care. The benefits of the device outweigh the risks associated with inadequate thv performance over time leading to stenosis and increased gradient and resulting in percutaneous intervention. The complaint for "stenosis" was confirmed . A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it can cause the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention. Medical report review revealed that, patient had hyperlipidemia and coronary artery disease (cad). Hyperlipidemia is a known factor that can increase the risk of valve calcification. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and eventually lead to valve stenosis. While a definitive root cause was unable to be determined, it is possible that patient factors (hyperlipidemia, cad) may have contributed to the reported event.

Event description:
As reported, approximately 4 years post implantation of a 26mm sapien 3 valve in the aortic position, the valve failed due to stenosis. A valve-in-valve procedure was performed with a 29mm sapien 3 valve without complications.

Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 4 years post implantation of a 26mm sapien 3 valve in the aortic position, the valve failed due to stenosis. A valve-in-valve procedure was performed with a 29mm sapien 3 valve without complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.